Event description:
Size 8.0 mallincrodt taperguard evac oral tube cuff began to leak and had to be changed out. The patient did not experience any changes in clinical condition during intubation but we have found several size 8.0 with cuff leak. The other sizes do not appear to be affected.